Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in storage of inappropriate atrial fibrillation (af) episodes. Technical services (ts) reviewed stored device data from the remote home monitoring system, and noted the smartpass feature disabled three months ago. Ever since, af episodes were stored due to t-wave oversensing. It was reported that the patient also has a non-boston scientific leadless pacemaker. Review of the stored episodes was unable to determine if premature ventricular contractions (pvcs) were occurring, or if the device was sensing pacing from the leadless pacemaker. The smartpass feature was re-enabled, and monitoring was continued. Additional information was received that further review of stored device data two weeks later, noted inappropriate shocks were delivered in three separate episodes six months ago due to t-wave oversensing. The smartpass feature was disabled at the time of the episode. It was reported that t-wave oversensing has been observed in all three sensing vectors. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in storage of inappropriate atrial fibrillation (af) episodes. Technical services (ts) reviewed stored device data from the remote home monitoring system, and noted the smartpass feature disabled three months ago. Ever since, af episodes were stored due to t-wave oversensing. It was reported that the patient also has a non-boston scientific leadless pacemaker. Review of the stored episodes was unable to determine if premature ventricular contractions (pvcs) were occurring, or if the device was sensing pacing from the leadless pacemaker. The smartpass feature was re-enabled, and monitoring was continued. Additional information was received that further review of stored device data two weeks later, noted inappropriate shocks were delivered in three separate episodes six months ago due to t-wave oversensing. The smartpass feature was disabled at the time of the episode. It was reported that t-wave oversensing has been observed in all three sensing vectors. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. It was reported that the physician was considering explant and replacement of the s-ICD and electrode on an unknown future date. Available information indicates this device remains in service. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.